Event description:
Additional information received reported that the location of the cut on the leads was by the implantable pulse generator (ipg). It was stated that it was still planned to replace the second system once the patient healed from the ipg replacement on his lower system. The patient was still doing great with that system and reported 80% relief and loves not having to charge the ipg. No date was set for the replacement at the time of this report. Additional information will be added to this event if any further information is received concerning the replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740. (B)(4).

Event description:
Additional information received reported that the patient had been in the hospital because he had been ¿extremely sleepy for several days.¿ the MRI was not performed as the ins was still in the patient and the leads had been cut and were only partially removed. The patient would be seen again when meeting with the healthcare provider (hcp) ¿in a few weeks.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a possible lead eroding and the lead was removed. It was stated that the implantable neurostimulator (ins) was intentionally left in place without any attached leads. It was later reported that the patient could not have an MRI of the head. It was stated that there was a "malfunction" with the ins in the patient's upper back, stating that there were no lead wires in the ins. Later that day, it was reported that the patient was in the hospital. The reason for hospitalization was unknown. It was noted that the patient was not eligible for an MRI with an incomplete system as the patient only had an ins (no leads). Additional information received reported that the patient was in the hospital and had pain. It was noted that the patient had a doppler test to "possible check blood flow to the brain" and was not getting an MRI due to the removed leads. The patient reportedly felt no stimulation sensation, a loss of therapeutic effect, and increased baseline pain thought the ins was not on. It was noted that the patient was given toradol for the pain and was in the hospital since monday. There was no accident or incident related to the event. It was stated that the patient had "some trouble with his memory" and "slept for 2 days; he couldn't wake up, he just kept sleeping." It was noted that the patient did not take anything. Additional information was requested.